Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebq0620 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the head nurse from the hospital, placed the catheter on the patient on (B)(6) 2018, and failed in the puncture operation. After the puncture needle was pulled out, the white needle sheath at the tip of the puncture needle was found paralyzed and could not be used on the patient. Then a new 7617405 was used on the patient. (B)(6) 2018 - received clarification that "paralyzed" means split.